Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was moved up on the transplant list to status 1a for a driveline infection. A heart became available and the patient was transplanted and is doing well.

Manufacturer narrative:
Approximate age of device: 11 months. The lvad was disposed of at the user facility post-transplant. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct correlation between (B)(4) and the reported driveline infection could not be determined; however, the instructions for use lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient had a history of driveline infection, which was treated with antibiotics and debridement (reference MFR #2916596-2014-00755). The pump was disposed and will not be returned for evaluation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.